Event description:
It was reported that in the past, the patient experienced a surge/overstimulation in his back, tightness. It was stated that the patient felt this while driving under high voltage power lines (power plant) a couple of times in the (B)(6) 2012. It was stated that on old power plant lines, the insulation was not as good as newer power wires. The patient had not had an issue with new wires. It was noted that the patient had west nile last summer. The patient was reportedly still on antibiotics. It was also stated that stimulation sometimes affected his diaphragm/breathing when the patient turned it up too high.

Manufacturer narrative:
Product ID 3708120, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).